Event description:
Customer reported that his insulin pump has been alarming motor error a couple of times a week. Sometimes the device does not pull the plunger al the way down when rewinding. The issue has been occurring for two months now. The display is also scratched, making it difficult for customer to read the display. Customer blood glucose was unknown. The device was not exposed to a strong magnetic field. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.